Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine via an implantable pump for chronic pain. It was reported that there was redness around the pocket and they were suspecting there might be an infection. A swab of the site was done on the afternoon of (B)(6) 2021 when advised of the possible infection, but the results were not yet provided. Surgery was scheduled to open the pocket to clean out the possible infection. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report it was unknown if the issue was resolved, but the patient status was indicated to be alive without injury.

Manufacturer narrative:
H1: this event no longer meets the definition of a serious injury. H6: patient code e1906 (ime/annex e) no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the swab came back negative for infection. No [surgical] exploration was performed. The area seemed safe and clean. The surgeon felt there was no infection, and the redness came from the patient interacting with/agitating her surgical wound. The event was resolved.